Event description:
Report received from (B)(6), stating that the device required service as the cutter could not be removed. It is known that the event did not occur during surgery; however, it is unk if there was any patient or user injury, surgical delay or medical intervention related to this event. The event occurrence date is unk. No add'l info available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of "cannot remove cutter" could be confirmed. During service the device was found to be stuck in the device and failed the "cutter insertion" verification test. If add'l info becomes available a supplemental report will be submitted. (B)(4).